Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps and prograsp forceps broke (wiring broke) during surgery. At the time of this report, it is unknown how the procedure was completed. The reporter indicated no injury or death occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.